Event description:
It was reported that 12 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2005 the patient had four taxus stents implanted. The physician successfully deployed a taxus express2 - 3.0 x 16 mm drug eluting stent in the circumflex (cx), a taxus express2 - 2.5 x 12 mm drug eluting stent in the obtuse marginal (om), a taxus express2 3.0 x 20 mm drug eluting stent in the distal left anterior descending artery (lad) and a taxus express2 - 3.0 x 24 mm drug eluting stent in the proximal lad. The patient was discharged home with regimen of plavix. Twelve days later the patient was readmitted and determined to have a clot between the two taxus stents in the lad. The physician decided to deploy an express 2.5 x 12 mm stent between the two taxus stents, overlapping slightly on the proximal side. It is noted that the patient's family stated the patient was not compliant with their plavix.no patient injuries or complications were reported. Patient status is reported as "satisfactory/good".